Event description:
The customer reported a pre-charge error presented during a spinal case. Patient involvement however no patient injury.

Manufacturer narrative:
The service rep inspected the system for the error code upon bootup. No power to lift column. High voltage cable taped at entrance to the orbital mainframe, replacement ordered. Replaced hi voltage cable, mainframe battery for pre-charge error, s-ram battery (age=4 years) re-ordered interconnect cable. Replaced interconnect cable for intermittent power down of system. System operating within manufacture specification.